Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. The 35mm watchman flx left atrial appendage closure device was deployed into the left atrial appendage with a maximum diameter of 28.2 mm. Just before the release, the tip of the watchman sheath was advanced, and the core wire was rotated to release the watchman device. Immediately after releasing the watchman, a thrombus-like elongated structure extending from the screw of the watchman was confirmed by transesophageal echocardiogram (tee). An attempt was made to aspirate the thrombus from the sheath using a syringe; however, the axis of the sheath could not be aligned with the thrombus. The suction with the watchman sheath was judged to be difficult. It was replaced with a 12fr steerable sheath, and it was connected to an autologous blood collection device, and suction was performed. The thrombus was successfully extracted by removing with a biopsy forceps passed through the steerable sheath while aspirating. There were no patient complications reported.